Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, fecal incontinence. It was reported that the reason for the call was the patient reported that they were in a lot of pain and wanted to turn the therapy off, but they thought someone stole their programmer. The agent had a lot of difficulty understanding the patient but could hear them say that their hips were hurting and locked up. The patient also mentioned they had to use a catheter to pee. The patient mentioned that at one point their pain might not even be related to the ins. The patient had a lot of difficulty speaking and said they could not speak on the phone anymore. The patient also mentioned they could not breathe. The agent reviewed that the patient could call 911 if they felt this was a medical emergency. The last thing that the patient said was that their husband was coming. The agent did not ask about the circumstances that led to the reported issue. The patient mentioned that the previous ins battery died and was replaced with the current ins. No allegations were made regarding the previous ins.